Event description:
It was reported that the ilet user experienced a leaking cartridge that led to high glucose readings on the continuous glucose monitor (cgm). Troubleshooting determined the cartridge was attached to the adapter outside of the pump, and the user was instructed to replace the cartridge, adapter, and tubing. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as an incorrectly attached ionfusoin set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.